Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. When repositioning was attempted, the helix did not function as expected.~~~~~~~~